Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: reconstruction and replacement. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "b r&r capsulectomy w siliconoma." Device has been explanted. This record is for the right side.